Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a shock impedance greater than 200 ohms during a follow up at the clinic. The patient does not follow up regularly but has been scheduled for another check in a month. There have been no other out of range measurements and no noise noted. The shock vector was reprogrammed and impedances are now within normal limits. Boston scientific technical services (ts) discussed doing commanded shocks to further evaluate the lead. The field representative indicates that if they consider doing that then the physician may just replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the patient missed their scheduled appointment and has refused defibrillation threshold (dft) testing. It was reported that the patient was doing fine. There has not been a remote monitoring transmission received since the last visit.

Manufacturer narrative:
(B)(4). No additional information is available at this time. If additional information becomes available this report will be updated.